Manufacturer narrative:
Device evaluation summary: the reported issue that red blood cells were being diverted to the waste bag was verified during service. The service technician was able to duplicate the issue, noted an error code 14 which would have resulted in blood going to the waste bag. The issue was resolved by removing the top plate, re-routing the optical cables, reassembling and calibrating the optics. Preventive maintenance was performed per specifications. Note: the instrument was serviced in the facility by a field service technician. The instrument was not returned to a medtronic facility for service/analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an autologiq instrument, it was reported that red blood cells were being diverted to the waste bag. The instrument was used to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic received additional information that the blood loss volume could not be provided. A transfusion was not required due to the reported issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.